Event description:
The user reported loud noise and pain localized over the implant site only when using the audio processor. The pain started a few days before the user went to the clinic ((B)(6) 2020). After the pain started, she was not able to use the device anymore. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported loud noise and pain localized over the implant site only when using the audio processor. After the pain started, she was not able to use the device anymore. The user was re-implanted on (B)(6) 2021.